Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Resistance during advancement and retracting the competitors micro catheter over the guide wire can occur due to, but not limited to, patient anatomy, inner/outer diameter relationship with the other device, condition of the competitor's micro catheter, and/or condition of the guide wire coating. The design of low profile products has resulted in minimal clearance between the guide wire and the catheter. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level. Coagulation of blood or contrast in the lumen of the catheter can also be a factor in reducing clearance. The guide wire and the competitors micro catheter were not returned which could have aided in the evaluation. In order to ensure that damage to the guide wire causing resistance between other devices does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The lot history record was reviewed. There are no non-conforming material records associated with this lot. A conclusive cause could not be determined for the reported difficulties and there is no indication of a product quality deficiency.

Event description:
It was reported that during the procedure in the right coronary artery, an attempt was made to insert a balance middleweight (bmw) universal ii guide wire into a non-abbott micro guide catheter outside of the anatomy; however, unusual resistance was felt. During removal of the guide wire from the guide catheter, resistance was felt. The guide wire was exchanged for a new bmw universal ii guide wire and using the same guide catheter, no resistance was felt. There was no reported significant clinical delay in the procedure and no adverse patient effect. No additional information was provided.